Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a lesion located in the left anterior descending artery, exhibiting 90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred during positioning. It was informed that the event was due to use of the device in difficult lesion morphology. Procedure was completed with a new medtronic device. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Device evaluation: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 23rd stent wrap with struts raised. No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.